Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental medwatch report will be submitted when the evaluation of the device is completed. (B)(4).

Event description:
The customer reported that during a preventive maintenance on the iabp, they observed that the iabp generated a "maintenance required code # 2 alarm (drive transducer offset failure) and three "autofill failures" alarms. No patient was involved.